Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and high impedances on the leads. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
D2b pro code (product code): qrb additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 284483. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 282147. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: 159890. Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: 159873. Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4).